Manufacturer narrative:
Not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt, implanted in 2001, perceived all surrounding sounds as very limited with the device and that there is a continuous noise while the audio processor is switched on. Re-implantation is considered, a date has not yet been set.